Manufacturer narrative:
On (B)(4) 2018, we confirmed that this complaint event was duplicated in our system. Please note that all relevant information for this complaint was captured and submitted under the mfg report #(B)(4) .

Event description:
It was reported that while the cs300 intra-aortic balloon pump (iabp) was being used on a patient the screen went blank. The iabp was still pumping when the screen went black. However, the iabp was replaced with another cs300 without problems. No harm, serious injury nor adverse event was reported. Please refer to medwatch #(B)(4) for information on this complaint event.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, the customer has not requested getinge to evaluate the iabp. If additional information is made available, a supplemental report will be sent.

Event description:
It was reported that while the cs300 intra-aortic balloon pump (iabp) was being used on a patient the screen went blank. The iabp was still pumping when the screen went black. However, the iabp was replaced with another cs300 without problems. No harm, serious injury nor adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and observed the flickering of the display monitor. The fse disassembled the display and checked the connections and then replaced the video receiver board to fix the issue. The fse also checked the coil display cable and performed full functional and safety checks to factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that while the cs300 intra-aortic balloon pump (iabp) was being used on a patient the screen went blank. The iabp was still pumping when the screen went black. However, the iabp was replaced with another cs300 without problems. No harm ,serious injury nor adverse event was reported.